Manufacturer narrative:
Concomitant medical product: 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right atrial (ra) lead under sensing during atrial tachycardia/atrial fibrillation (at/af) episodes. The lead is still in use. No patient complications have been reported as a result of this event.